Event description:
The pt reported that the insulin delivery of the infusion device is too low. She stated her blood glucose measured 125 mg/dl when she woke up and she bolused 6 units of insulin and ate breakfast. Three hours later her blood glucose measured 173 mg/dl. She injected insulin via pen to lower her blood glucose. Her normal blood glucose level is 140 mg/dl. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.